Event description:
Stapler did not fire correctly. Staples were left open. Stapler was removed from the field.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.